Manufacturer narrative:
The reported event was ¿the patient experienced ventricular tachycardia¿. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient experienced ventricular tachycardia. The right ventricular lead was explanted and replaced. Further information was requested however, was not provided.